Event description:
During a bronchoscopy and injection of saline into lung for pulmonary lavage, the ambu ascope 3 would not suction through the disposable bronch. Bronchoscope introduced thru right naris after much difficulty getting thru vcs due to edema, malfunctioning suction. CPAP mask at 8 cmh2o throughout procedure. Clearance of secretions and clot was intended procedure. Team concerned the tubing is occluded. Recommendations: CPAP after clot removal, continued pulmonary toilet, metanebs.